Event description:
Customer reported a no delivery alarm on her insulin pump. Customer's blood glucose is 289 mg/dl. She has syringes for treatment. In troubleshooting, insulin exited the tubing during a fixed prime. Customer stated there were air bubbles in the tubing and reservoir. She is using saline at this time for trial purposes. When customer removed the infusion set, the cannula was bent. Customer was advised to change infusion sets. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.